Event description:
During a pre-use evaluation on 5/23/95, rptr found that device did not pass requirements for use; no ul approval & there was electrical leakage. The kit MFR claimed that device had electrical approval from the city's standards setting body, but when rptr contacted them, this was found to be false. The kit was used to modify other devices used in the or. According to rptr the kit is mfg using cheap components. The stainless steel logo plate was very sharp, cutting rptr necessitating a tetanus shot, hepatitis vaccine & the drawing of hiv baseling. In addition, the motor-lifting mechanism has an awkward design & the wheels are unstable/not all making contact with the floor, causing device to tilt. The or staff was advised of electrical hazard. Two weeks later, a freezing bath, modified using one of these kits, failed during open heart surgery, causing lim (line isolation monitor) alarms to sound. These monitor electrical outlets & alert staff of electrical current failure/potential shock hazard. The lim alarmed at 5000 microamps or 5 milliamps. The legal limit in the or during open heart surgery is 10 microamps. Rptr refused to make any modifications with kit & was asked to leave his position as a biomed engineer. He has become aware that another tech is modifying machines using these kits.